Event description:
Vns patient has recently complained of breathing problems, increased coughing and difficulty swallowing. The patient is asthmatic. However, it is unknown whether the vns theray is exacerbating the patient's asthma. The patient reported that she has been feeling a cramping in her chest with stimulation and that the sensation causes difficulty breathing. She said the cramping last a little while after coming on intensely after stimulation. She said she had to go to the emergency room and that her psychiatrist has since programmed her device to off. The patient reports that she feels much better since the device has been programmed to off. The patient reported that the surgeon told her that current leakage from the lead may be causing her symptoms, but that he ordered x-rays to rule out pneumonia. X-rays were reportedly normal and did not reveal any obvious discontinuities in the vns therapy system. Device diagnostic testing was within normal limits, indicating proper device function.